Event description:
The customer reported the screen was black and the system was down completely. The field engineer noted the system had an ad channel 1 failure error on the mainframe. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay board was replaced during the service call. The system was tested and found to be working as intended and put back into service.